Event description:
I had breast implant illness bii. I had my explant several years ago, and began to feel better. However, the same symptoms began to reoccur, but with additional side effects to my face. It has recently occurred to me, that I had two pieces of gore-tex placed during a rhinoplasty, some thirty years ago. The autoimmune disease that had attacked by body from the breast implants, was now attacking the facial implants. The breast implants triggered the onset of the autoimmune disease, and then my immune system started attacking the only other foreign bodies in my system. My symptoms from the gore-tex placed at the bridge of my nose and under my upper lip are extensive. First, I started to report to my doctor the smell of infection and headaches. Second, I started experience numbness in my upper lip. Next, my left eye started to protrude with pain and dryness. This was followed by draining from first one (left), and then the other nostril. Finally, the numbness has spread almost throughout my entire face. I have recently tested positive for autoimmune disease. Further, when I consulted with an oncologist regarding elevated values related to cancer, he was flummoxed as to what might be causing the underlying issue. In fact, all of the many specialists I have seen, none had any clue as to the underlying cause of my ongoing illness. I really can't impress enough, how absolutely sure I am that the breast implants started an autoimmune response that has now begun attacking another area of my body. Like my breast implants, I am going to have the small rhinoplasty implants removed. Unfortunately, the progression of the disease has put me in fear of developing cancer. Lastly, I have been warned, that I am likely to have disfigurement to my face from the removal of the small facial implants. If anyone would have warned me, that breast implants would ruin my life, I certainly wouldn't have never had the procedure. It's an attack on women, that we cannot sue the implant manufacturers. Now, I don't know where to turn for the insult to my injury. FDA safety report ID # (B)(4).